Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps alarming syringe plunger not in place was confirmed. This was in the event log and confirmed during testing the cause was related to ear clip spring worn out due to normal wear. Physical condition of device revealed no damages. Action was taken to replace ear clip spring, also replaced ear clip as preventative measure. Performed syringe test with customer syringe, pm and all functional tests which passed.

Event description:
It was reported that a syringe plunger not in place was received. (B)(6) 2021: correction oracle ro (B)(4): syringe plunger not in place, recently serviced on ro (B)(4).